Manufacturer narrative:
Concomitant medical products: 559453 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nausea and a dropping heart rate. A pacing problem was suspected with the implantable pulse generator (ipg); there were periods of arrhythmia, non-capture, and asystole reported on the ECG. Further electrocardiogram analysis revealed that patient has first degree atrioventricular heart block, and an existing condition with many premature ventricular contractions (pvcs) which were thought to be the source of the problem. The patient claimed that they have had similar symptoms before, and reprogramming has improved the frequency of these symptoms. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized due to their symptoms. Reprogramming was carried out on the implantable pulse generator (ipg).